Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389s-40, lot# v476627, implanted: (B)(6) 2010, product type: lead. Product ID 3389s-40, lot# v475868, implanted: (B)(6) 2010, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3389s-40, lot# v475868, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported the entire system, both leads, extensions and implantable neurostimulator (ins) were explanted on the date of this report due to the patient having pain in the pocket. An insulation issue was seen in the area where the lead sat in the groove of the stimloc cap when the system was explanted. The left lead was found to be crimped and the outer lumen damaged at the stimloc cap. The lead and stimloc had been sent to pathology to check for possible infection.

Event description:
It was reported that there were high impedance values of 2139-2190 monopolar and 4161 bipolar on c/8, c/9, c/10 and 8/10. There was a loss of therapeutic effect/stimulation and a shocking/jolting sensation. Impedance testing and reprogramming were done. There was a kink on the intracranial lead wire. The location of the kink in was the lead/extension connection. Patient experienced burning sensation, pain and less than 50% therapy relief at the device pocket and left side implant. The patient had left breast pain at the ins site when the system was on and loss of therapy effect. The pain was resolved when channel 2 was turned off. The extension and implantable neurostimulator (ins) were explanted and replaced and impedances had remained high. The impedance issues had occurred pre-operatively, intra-operatively and post-operatively. The cause of the impedance was not determined. The issue was not resolved. The patient was doing the same as they were pre-operatively in that the patient was not receiving therapy on one side, it had been turned off. The patient may return at a later date to have the lead replaced. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2015-07581 for the patient¿s ins prior to replacement.

Manufacturer narrative:
Analysis of the lead found the lead body insulation breached esc. Only distal lead segment was returned. Lead was electrically tested and continuity was normal for all circuits and no shorts were observed. Visual analysis conducted showed the outer insulation had esc (environmental stress cracking) 9 cm from the distal end and the conductor wires were exposed in that area.

Event description:
It was later reported that the lead was kinked/broken. There was shocking pain at the left breast. Symptom onset had been sudden. There were no falls or traumas reported. They had initially thought it was the ins that was the issue but they had determined that it was actually the left lead that was the issue. The patient was not happy and wanted both leads replaced to be sure so both were replaced. The revision/replacement had occurred. The patient had not recovered completely.

Manufacturer narrative:
Concomitant products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v476627, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v475868, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3389s-40, lot# v475868, implanted: (B)(6) 2010, product type: lead. (B)(4).